Event description:
Dealer called in and stated that the end user 's mother came home and noticed the left side arm weld was broken on the chair. Dealer states he is not aware of what may have caused the issue to occur. Dealer stated there were no injuries pertaining to the incident.